Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that a quarter of the control module unit display went blank. The device was not change out. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.